Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after several firings with the same instrument, the instrument's lever broke and disengaged into the patient cavity. Procedure: mammectomy. Patient status: no patient injury reported.